Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 4 to 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.